Manufacturer narrative:
Device code a0401 captures the reportable event of the brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During the preparation, the brush detached inside the scope. The detached bristles were not removed from the scope. The cleaning was not completed and sent the scope for repair. There was no patient involvement with this event.